Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was leaking. The following information was received by the initial reporter with the verbatim: we have been informed of a malfunction on set multivoie avec 3 connecteurs ss aigu. 2valv anti retour (ref. Mz9281) + prolongateur 4v bidirect av 3 valves ar 1m (ref. Mfx2524mp) despite a good connection (full screwing), the products administered to patients were found outside the tubing, with serious consequences: ¿ prolonger 3v bidirect av 3 valves ar 1m subst ref. Mz9281: products anesthesia: risk of untimely awakening of the patient. Prolonger 4v bidirect av 3 valves ar 1m ref. Mfx2524mp : drugs vasoactives (adrenaline, noradrenaline): imminent vital risk.